Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the consumer is having a tipping issue in this chair. Consumer keeps tipping backwards. The center of gravity is too far back in this chair per dealer. Tech service advised dealer that they may want to add anti tippers to the chair.